Manufacturer narrative:
This event occurred at (B)(6) medical and dental university in (B)(6). Manufacturer's investigation conclusion: the reported event of an error code when one of the returned batteries is placed into a universal battery charger was confirmed. Four 14v li-ion batteries were received for analysis identified with serial numbers (B)(4). Visual inspection of the batteries was unremarkable. The batteries were returned with 1 and 2 active leds except the battery (B)(4) which was fully depleted with no active leds. The batteries (B)(4) were functionally tested and were found to functioned as intended. The evaluation of the battery (B)(4) revealed a compromised pcb component. As a result, there was an error code when placed into a test universal battery charger (ubc). A specific root cause for the compromised component was not able to be determined. The component was replaced and the battery functioned as intended. Inspection of batteries and clips periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use. The 14v batteries were accepted in storage location on 24aug2020 and inspected per the material document and receiving inspection batch. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the batteries turned to red in different charging pockets on ubc.